Manufacturer narrative:
The impella device was not returned by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient noted as high risk percutaneous coronary intervention was going to be on an impella 2.5 for mechanical circulatory support. During delivery, it was noted that the patient's aorta was calcified. The physician decided to proceed with the procedure without the impella due to patient anatomy complications. No further information is available.